Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash under the therapy electrodes. The rash was reportedly red, itchy, burning, and later became open. The patient applied multiple creams and a powder to the rash. The patient reported that he went to an urgent care and received a cream and benadryl. During a later follow-up call, the patient reported that he was in the hospital and that they were applying a cream and that the rash was improving. There is no indication that the patient was in the hospital due to the rash.